Event description:
As reported, approximately six years post right tka, this (B)(6) patient was experiencing anterior knee pain. Patient had a revision to removed loose patella, loose tibia component and exchanged poly. During surgery surgeon noticed fragmented, loose patella and some cement particle. Tibia was apparent loose, there was poly wear and synovitis. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The devices will be return.

Manufacturer narrative:
Concomitants products: logic tibia ps mod insrt sz 4 11mm (cat# 02-012-35-4011 / (B)(4)); lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3 the revision reported was likely the result of an insufficient bond between the bone and bone cement interface which led to aseptic (non-infected) loosening of the patella and tibial tray. The wear of the tibial insert was likely the result of third body wear, joint instability, and/or orientation of the components. It is possible that the reported loosening may have led to instability and an increase in cement particles in the joint space which would contribute to the observed wear. The most probable root cause associated with the reported event of "loosening¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
D10: (if applicable). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8. H6. The following sections were corrected: b2. D4: model number. D10 concomitants products: 02-010-01-0340 - logic femoral ps cem right sz 4 (B)(6). H6. The revision reported was likely the result of an insufficient bond between the bone and bone cement interface which led to aseptic (non-infected) loosening of the patella and tibial tray. The wear of the tibial insert was likely the result of third body wear, joint instability, and/or orientation of the components. It is possible that the reported loosening may have led to instability and an increase in cement particles in the joint space which would contribute to the observed wear if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of an insufficient bond between the bone and bone cement interface. The wear of the tibial insert was likely the result of third body wear, joint instability, and/or orientation of the components. It is possible that the reported loosening may have led to instability and an increase in cement particles in the joint space which would contribute to the observed wear. Additional reasons for revisions may be patellar loosening and tibial loosening, however neither of which can be confirmed. An additional reason for revision may be due to the inclusion of the polyethylene components in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.